Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an a.s. Glenoid l cemented l on (B)(6) 2014. It was also reported, that on (B)(6) 2014 the patient slipped on wet floor. He jerked out into full forward extension causing pain which was not helped with conservative measures. He underwent a second surgery on (B)(6) 2014 which included a repair of the supraspinous of the operative shoulder. Device was not explanted. Patient still experiences pain. A revision surgery is planned.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). It was reported that the patient had a sidus system implanted on (B)(6) 2014. On (B)(6) 2014 the patient slipped on wet garage floor. He underwent a second surgery on (B)(6) 2014 which included a repair of the supraspinatous on the shoulder in question. This seemed to resolve the issue. However, the patient contacted the doctor's office and indicated his pain had not subsided. The patient had a revision surgery on (B)(6) 2015 due to the pain. Eight x-rays were received for investigation and a picture of the pre-revision x-rays. Four x-rays of the 6 week follow-up and four x-rays of the 6 month follow-up. The implant seemed to be correctly positioned. The picture of the pre-revision x-rays was of poor quality and was undated. No meaningful evaluation of the pre-revision x-rays could be performed. The surgical report of revision dated (B)(6) 2015 was returned for evaluation. The report describes the removal of the implant without reporting any problems. Devices analysis: devices analysis could not be performed, as the product was not returned for investigation. Possible route causes: the products related to this complaint were not returned for investigation. Pain cannot be related to a single specific failure mode within the risk management file. Based on the given information, a final assessment is therefore not possible. However, all potential failure modes and causes are covered in the corresponding dfmea: should any additional information that changes the assessment become available to us, we will re-evaluate the case. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported, that the patient was implanted a a.s. Glenoid l cemented on (B)(6) 2014 on the right side and underwent a revision surgery on (B)(6) 2015 due to pain.